Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). During the procedure, the valve was able to be implanted; post-gradient was 7mmhg. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. On the following day, it was worsened to 23mmhg. Hypoattenuated leaflet thickening (halt) was reported. On follow-up, thrombus and incomplete stent opening (iso) were also observed. The patient had extended hospitalization. The patient was in a stable condition and subsequently discharged.

Manufacturer narrative:
An event of aortic stenosis with incomplete stent opening, leaflet thickening, and thrombus was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. Images provided by the account showed the valve to be fairly constrained within the sinuses of valsalva. A subsequent still frame appeared to demonstrate hyperattenuated tissue located at the superior portion of the non-coronary cusp of the navitor implant. Information from field indicated that the valve expanded non-uniformly due to the presence of calcium and high gradient. Based on the information available, the cause of the reported aortic stenosis, fibrotic thickening and thrombus could not be conclusively determined. It is possible that the anatomical and procedural factors contributed to the reported patient effects, however this cannot be confirmed. The unexpected medical intervention was a result of medication (anti-coagulant) administered. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). Prior to the procedure, the patient has a prior medication history of aspirin and medical history of coronary artery disease (cad), aortic stenosis (as), diabetes mellitus (dm) type ii, hypothyroidism, breast cancer status post (s/p) radiation 1980's, stage 4 renal cancer s/p radiation 2021, paroxysmal atrial fibrillation, obstructive sleep apnea (osa), hypertension (htn), hyperlipidemia (hld), rheumatoid arthritis on chronic steroids, chronic/congestive heart failure (chf). During the procedure, the valve was able to be implanted; post-gradient was 7mmhg. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. On the following day, it was worsened to 23mmhg. Hypoattenuated leaflet thickening (halt) was reported. On follow-up, thrombus and incomplete stent opening (iso) were also observed. Post-procedure, anti-coagulant was administered. The patient had extended hospitalization. The user believed the valve expanded non-uniformly due to the presence of calcium and high gradient. The patient was in a stable condition and subsequently discharged.